Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced insulin leaking from the reservoir into the insulin pump a few weeks ago. It was stated that the customer removed the insulin pump, and began treating the blood glucose with his back up plan. The customer did not save the reservoir, and did not have the lot number. Therefore, nothing will be returning at this time.